Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention on an unknown date wherein the ipg was explanted. A review of the manufacturers complaint handling database revealed a complaint which documented the patient¿s ipg was found to be inoperable in 2014 after the patient had stopped charging the device for several months, no intervention was noted at that time.